Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon may have occurred due to human error; however, there was no detailed information about the cause of the phenomenon, and therefore the factor could not be presumed further. It was confirmed that error e01 occurred at discharging disinfectant solution of oer-4 (endoscope washer). In the facility, the amount of water supply was low even when the water faucet was fully open, and it was checked, and then it was confirmed that the water filter was not replaced for more than a year. By checking endoscope reprocessor oer-4 operation manual, it was confirmed that error e01 was an error code due to insufficient water supply. It was confirmed that the water filter needs to be periodically replaced at least once a month to prevent contamination of rinse water. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the customer rhino-laryngo videoscope was insufficiently or incorrectly reprocessed. The customer endoscope reprocessor machine (oer-4) had error e01 when reprocessing. The error occurred when draining the disinfectant solution. It was determined that the water filter of the oer-4 had not been replaced for over a year. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.